Manufacturer narrative:
Upon further review, analysis confirmed this event to be related to a known advisory issue for medtronic programmers. Please see report # 2182208-2020-02108 for advisory information. This report is being submitted as part of a retrospective review associated with the cfx longevity estimator software error advisory (report/FDA recall number 2182208-10-02-2019-004-c). If information is provided in the future, a supplemental report will be issued.

Event description:
It was later determined that the shorter than expected longevity estimate was due to a programmer software estimator error.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the inaccurate longevity estimate was due to a confirmed longevity estimator software error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited longevity that was too short after being implanted only one year, and it was an inaccurate longevity estimate. The ICD remains in use. No patient complications have been reported as a result of this event.